Manufacturer narrative:
(B)(4). (No code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that while using a side-firing surgical fiber during a prostate procedure, the fiber was observed to exhibit diminished tissue vaporization efficiency. The fiber was exchanged and the case was continued using a second side-firing surgical fiber. While using the second surgical fiber, the fiber reportedly end-fired (forward-fired); the fiber was again replaced and the procedure completed using a third surgical fiber. There was no injury reported. This report if for the second surgical fiber used.